Manufacturer narrative:
The event occurred in (B)(4). (B)(6). Component code - device subassembly = gear pump head.

Event description:
The customer stated that they received erroneous results for two patient samples tested for vanc2 vancomycin (vanc) and bilirubin on the cobas 6000 c (501) module - c501. The samples were initially measured in microcups and were diluted by the customer. Of the two samples, the erroneous vanc result is reportable as a malfunction. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a vanc value of 0 mg/l accompanied by a data flag. The sample was repeated on a different analyzer, resulting as 13 mg/l. No adverse events were alleged to have occurred with the patient. The vanc reagent lot number and expiration date were asked for, but not provided. The field service engineer changed the gear pump head since the pressure was not correct. He also changed the sample probe. Since these actions, no further errors occurred at the site.

Manufacturer narrative:
The field service engineer found that the sample probe was not aspirating in the middle of the micro cup sample container. He re-adjusted the probe and the analyzer is now running within specifications. A mis-adjusted probe can cause aspiration issues when sampling from microcups as the probe may accidentally touch the wall of the cup. Reagent issues can be excluded.